Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small leak".

Event description:
Patient reported left side "leak as per mammogram." Device remains implanted.